Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. The doctor reprogrammed the device to another vector and will continue to monitor the patient via the latitude remote patient monitoring system. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to noise oversensing. The doctor reprogrammed the device to another vector and will continue to monitor the patient via the latitude remote patient monitoring system. Besides the inappropriate shock, no other adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.